Event description:
The clinician inserted the IV catheter and noticed that blood was leaking from the connection. Upon examining the catheter, the clinician identified that the catheter had broken away from the adapter.